Event description:
Pt about 3 1/2 yrs post fracture of radial head. Looks like silastic implant on x-ray, looks like pt has fractured across the neck of the implant. Pt is having some pain there & has popping & clicking. Possibly a cyst in x-ray cyst was debrided in surgery, along with removal of hardware. Pathology describes specimen as 2 portion of translucent yellow rubber material. Largest portion in cylinder & measures 2.2 cm in diameter x 1.2 cm in length. Cone shaped fragment of similar material measures 2.9 cm in length and 1.0 cm in diameter